Event description:
It was reported that iab was inserted with a sheath. When the iab was flushed, saline was observed in the helium tubing. The iab was exchanged. There were no further difficulty or associated patient complications.

Event description:
It was reported that iab was inserted with a sheath. When the iab was flushed, saline was observed in the helium tubing. The iab was exchanged. There were no further difficulty or associated patient complications.